Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level of 35 mg/dl. The customer believed they may have primed the tubing while connected to the pump. The customer consumed a snack and juice to address their bg. Tandem technical support advised the customer to prime the tubing prior to connecting to the pump.